Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer could continue using the pump. The customer was instructed to call back if any malfunction recurred, and they acknowledged this guidance.